Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and a blood glucose (bg) level of 596 mg/dl. Customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Reportedly, multiple cartridges was leaking from the o-ring and the pump battery was depleting quickly resulting in the pump shutting off. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.